Event description:
Reporter indicated that patient had a lead fracture. It is unclear to manufacturer at this point how the lead break was confirmed. Good faith attempts for further information are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.